Manufacturer narrative:
The agent reported, patient experienced a fall and had instability issues. Surgeon did washout and implanted a thicker poly. Complaint has been evaluated and is similar to report number 1644408-2020-00795; 343-11-710, s809 - trauma, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to fall lower body / instability.